Event description:
Boston scientific received info that this right ventricular (rv) dextrus lead had dislodged. Three days post implant, efforts to reposition the lead were unsuccessful as the lead kept falling out when the pt coughed. Therefore, the lead was explanted and replaced without further incident. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.